Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that several devices were leaking. There was unknown patient involvement. There were photos provided by customer.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed. Photos were provided and analyzed; there were no leaks shown. The root cause could not be determined.